Manufacturer narrative:
Evaluation summary: one sample of device was returned for evaluation. A visual examination of the returned unit shows it is contaminated and the stylet wire has not been returned in the tubing. An attempt was made to inflate the returned unit. The bronchial cuff was inflated/deflated three times and no defect noted. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had damaged airbags. There was no patient involvement.